Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair. She had revision surgery 7 months post-surgery. The patient experienced recurrence, pain, failure to incorporate (mesh found to be loose and hanging), necessitating removal, pain pump placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a4, b5, b7, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, pain and failure to incorporate (mesh found to be loose and hanging). Post-operative patient treatment included mesh removal, revision surgery, hernia repair with new mesh, and pain pump placement.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, pain and failure to incorporate (mesh found to be looseand hanging). Post-operative patient treatment included mesh removal, revision surgery and pain pump placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.